Event description:
The manufacturer became aware of a literature published by the ¿orthopedic surgery and traumatology service, hospital of denia, alicante, spain¿. The title of this report is ¿atypical femur fractures associated with bisphosphonates: from prodrome to resolution¿, published on october 20, 2015, and can be found at https://doi.org/10.4081/rr.2015.6068. The report is associated with the stryker ¿gamma 3 nailing system¿ and includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that one patient experienced occasional discomfort after prolonged walking in the greater trochanter region due to placement of the intramedullary nail.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿orthopedic surgery and traumatology service, hospital of denia, alicante, spain¿. The article can be found at https://doi.org/10.4081/rr.2015.6068. The reported event regarding discomfort could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Please note correction to b5 (executive summary). Based on the information received from the author, there were no stryker products involved in this case. The devices employed in this report are for a solution, not the problem. Thus, based on additional information, this case is subsequently considered as non-reportable.

Event description:
The manufacturer became aware of a literature published by the ¿orthopedic surgery and traumatology service, hospital of denia, alicante, spain¿. The title of this report is ¿atypical femur fractures associated with bisphosphonates: from prodrome to resolution¿, published on october 20, 2015, and can be found at https://doi.org/10.4081/rr.2015.6068. The report is associated with the stryker ¿gamma 3 nailing system¿ and includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that one patient experienced occasional discomfort after prolonged walking in the greater trochanter region due to placement of the intramedullary nail. 08/16/22: the author states that there were no stryker products involved in this case. The devices employed in this report are for a solution, not the problem.